Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The physician moved to pocket site above the patient's belt line and implanted lead extensions, the pt was reportedly doing fine after the revision procedure.